Event description:
The complaint received, through medical affairs, states that a surgeon had difficulty inserting the spiral blade. He could not pass the insertion sleeve and had to resort to free handing the insertion of the blade. The reported procedure involved the implantation of a retrograde/antegrade femoral nail. This report is for one unk - nail. This report is 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This information is for one, unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no part number or lot number were provided. Placeholder.